Event description:
Starclose device did not plunge properly at step 3 of device. It felt much more difficult to plunge and split sheath than usual on same device. Full device deployment was completed thru step 4 (deployment of device). Device did not secure hemostasis of artery.